Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an electrical reset occurred. The pulse generator was reprogrammed and remains in use. It was further reported that the patient was admitted to the hospital after experiencing multiple ventricular fibrillation (vf) arrests. The patient was externally defibrillated and the pulse generator experienced a power on reset. During the patient's lengthy hospital stay the patient's pulse generator was upgraded to an implantable cardioverter defibrillator. There was no concern that the pulse generator contributed to the vf arrests. No further patient complications have been reported as a result of this event.